Event description:
A doctor alleged that four (4) patients had experienced black specks in their restorations after the composite had been light cured. This is the second of four (4) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. Although the doctor identified two (2) different lots associated with the black specks, the doctor could not verify which lot was used on the patient; therefore, no catalog numbers or lot numbers were identified in this report. The lots involved in the alleged incident included lot numbers 4819837 (catalog #34922) and 4839377 (catalog #34921). The doctor drilled out the composite and replaced the restoration during the same office visit. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, a visual evaluation was performed on retained samples from both lots, yielding results within specifications.